Manufacturer narrative:
Correction made to d1: brand name: minicap transfer set (previously submitted as minicap extended life pd transfer set with twist clamp) additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked with the twist clamp closed. This was described as "if the patient removes the mini cap, the fluid flows out of the transfer system when the white rotary clamp is closed". The patient observed liquid drops as soon as the minicap was removed. This was observed during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.